Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes leaked. This occurred during set-up of peritoneal dialysis therapy. The registered nurse stated that the location of the leak was not determined. There was no patient injury or medical intervention associated with this event. No additional information is available.